Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed by review of the submitted log file; however, the reported event of abnormal power cable disconnect alarms was not able to be confirmed. The submitted log file contained information spanning approximately 12 days (13jun2024 to 25jun2024 per timestamp). All power cable disconnect alarms within the available data appeared to be related to intentional power source exchanges. At 8:46:26 on 25jun2024, a no external power alarm activated due to both power cables being simultaneously disconnected from external sources. The controller¿s backup battery activated as intended and supplied power to the pump without issue. The observed alarm cleared shortly later at 8:46:33 on 25jun2024, when the controller was securely reconnected to battery power. The pump maintained a speed within the expected range throughout the data. Provided information indicated that the heartmate 3 system controller (serial number: hsc-126394) was exchanged in response to this event. It was communicated that the system controller would be returned to abbott for evaluation. However, the envelope that arrived under this event was found to be empty and a small hole was noted in the side of the envelope. No further abnormal alarms have been reported to date. The root cause of the reported power cable disconnect alarms could not be conclusively determined through this analysis. The root cause of the no external power alarm was determined to be user error in accidentally disconnecting both power cables from external sources at the same time. Review of the device history record for the heartmate 3 system controller, serial number hsc-126394, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect and no external power alarms, and the actions to take if the alarms cannot be resolved. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a newly implanted patient experienced frequent power cable disconnects while at home. The patient was not changing power sources. There were no pump stops, and the internal battery life looked good. The alarm occurred when connected to both wall power and battery. The system controller was exchanged. Log files were sent for review. The event log file captured multiple power cable disconnect alarms associated with routine changes in external power (batteries/mobile power unit). There did not appear to be any unusual power cable disconnects during the 12-day length of the log file history. The event log displayed 1 low power advisory on 13jun2024 at 2:42 pm while tethered on batteries due to depleted batteries in-use / normal battery depletion. The event log displayed a string of power cable disconnects/ no external power alarms on (B)(6) 2024 at 8:46 am while tethered on mpu during a routine change in external power (mpu to batteries). There were no other unusual events seen within the log files. The mechanical circulatory system equipment was operating as expected. There was no interruption in pump support during these events. The cause of the power cable disconnects was unable to be confirmed; however, the customer stated that it was likely the controller. The patient was to return to the clinic for further evaluation on (B)(6) 2024. The patient was outpatient and at home at the time.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.